Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a spinal fluid leak that patient noted as ¿related to something dumb I did that I shouldn't have done post-surgery.¿ the patient was inpatient in the hospital and was trying to get a MRI. It was clarified that the reason for the MRI was related to the spinal fluid leak post implant surgery. The patient probably lifted something too heavy and the spinal fluid leaking started on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.